Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained inside the nozzle and auxiliary water channel could not be identified. It was unknown whether there had been deviation from the instruction for use during the reprocessing steps. There was no damage to the area where foreign material was detected. As a result, a definitive root cause could not be established. The instruction manual states the detection method associated with the event in "IFU states detection methods in gif-1100 operation manual chapter 3 preparation and inspection", and preventative measures in "IFU states prevention measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects clogged in the nozzle and the jet tube channel had white foreign material inside the tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.